Event description:
Customer reported via phone call they were experienced high blood glucose level. Blood glucose value was 400 mg/dl. Another blood glucose value was 450 mg/dl. The auto mode feature was inactive at time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.